Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issues highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review, was performed for the product and event description, there have been further instances in the past three years. It was reported that the dressings were used for treatment and creasing was found on the film. The returned samples were visually and functionally evaluated which confirmed this issue. The device was used in patient treatment. There are checks in place to prevent creasing of the film. If creasing is identified during in-process checks, it is tabbed and recorded in the fault log. On this occasion the operator appears to have missed the issue. Minor creasing can sometimes occur in the film during the adhesive application process at the start or end of the roll. Again visual checks are in place to identify this. As in-process checks failed to identify creasing to the film on this rare occasion. The most probable root cause was determined as a manufacturing process issue and a relationship was confirmed between the device and event. As there are various in-process checks to identify the failure mode and it is very low occurring issue, no further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during the replacement of dressing in PICC treatment, the nurse tried several dressings in a box but found all creased. She opened another box and the same. Also one of the dressings was clamped to the pack besides the crease. The procedure was completed using a s+n back-up device. No patient injuries and no other complications were reported.